Event description:
The patient was revised because loosening and dislocation.

Manufacturer narrative:
No product was returned for examination. Review of device history records did not reveal any deviations or anomalies. A search of the warsaw and international complaint database did not find any additional reports of this nature for the reported product code/lots since their respective release for distribution. A medical release authorization form was sent to the patient on 8/10/07; to date the authorization has not been returned to depuy. The complaint could not be confirmed. No further investigation will be performed. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.